Manufacturer narrative:
H.6. Investigation: one open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and damage to the hub was observed. No DHR review can be carried out as lot number is unknown. This issue most likely occurred due to a jam on the machine during the manufacturing process. See h.10.

Event description:
It was reported that the bd microfine plus¿ pen injector needle shield was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "customer couldn't use the product due to a damaged shield."

Manufacturer narrative:
Correction: additional information was provided by the customer. The following fields have been updated: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2020-07-21. F.10. Device codes: 2588. H.3. Device returned to manuf.?: yes.

Event description:
It was reported that the bd microfine plus¿ pen injector needle shield was found damaged before use. The following information was provided by the initial reporter, translated from japanese to english: "customer couldn't use the product due to a damaged shield."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd microfine plus¿ pen injector needle shield was found damaged before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer couldn't use the product due to a damaged shield."